Manufacturer narrative:
The customer reported the device was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is being filed to report the clip opening during efaa. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4+. One clip delivery system (cds) was positioned on the mitral valve however failed to establish final arm angle (efaa) opening continuously from 0 to ~90 degrees. Troubleshooting was unsuccessful therefore the clip was not implanted and removed. The second clip was successfully implanted reducing the mr to a grade of 1. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on the available information and without the device to analyze, a cause for the reported clip failing to establish final arm angle could not be determined. There is no indication of product issue with respect to manufacture, design or labeling.